Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspects that backup pacing during mvp (managed ventricular pacing) cause a ventricular tachycardia (vt) episode which led to patient getting shocked. It was noted that there was a presence of both premature ventricular contractions (pvc) and long v-v intervals in addition to the backup pace that may have contributed to the onset of vt. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.